Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 300cc mentor memorygel breast implant and experienced rupture (unknown side) postoperatively. The patient underwent removal and replacement with an unspecified breast implant on unspecified date, and the explanted device was found to be ruptured during the revision surgery. At the time of this report, it is unknown as to the reason why the patient underwent the revision surgery. The event date was estimated as (B)(6) 2021 based on available information. Multiple attempts were made for further clarification regarding this event. However, no additional information has been received. If additional information is received in the future, a supplemental report will be submitted.